Event description:
It was reported that the customer's insulin pump display screen is discolored and shows multi colors and is scratched. Customer also reported high blood glucose levels ranging in the 400mg/dl range. Customer's blood glucose level at the time 180mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.